Manufacturer narrative:
Screw fractured in implant. Fragment could not be removed. Implant needed to be explanted. No new implant was placed. Product was evaluated. No problem detected. Reason for the complaint not conclusive. User might have caused fracture of the screw due to overloading of the screw during handling.

Event description:
Screw fractured in implant. Fragment could not be removed. Implant needed to be explanted. No new implant was placed.